Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a power issue. A field service engineer arrived at the station, which was up and running with no failed icons. The station was rebooted three times, but the power issue could not be duplicated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had power issue, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had power issue, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d4 model and h6 imdrf annex a grid.